Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - unknown femoral component - unknown. Unknown - unknown articular surface - unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00128, 0001825034-2023-00130.

Event description:
It was reported that the patient underwent a right knee surgery. The patient took repeated attempts to treat unknown issues, however, the patient underwent a revision procedure approximately 2 years later due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the explanted components covered in bio-debris. No further evaluation can be made from the provided picture. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.